Event description:
Complainant alleged that the clinicians defibrillated a pt (age and gender unknown) three times at 360 joules, but on their fourth attempt to defibrillate the pt at 360 joules, they heard a loud popping sound and the device would not discharge. The clinicians again attempted to charge the device to 360 joules, but the device screen displayed an "error 44" message. The clinicians were able to obtain another device to successfully defibrillate the pt. The complainant indicated that there was no adverse effect on the pt as a result of the reported malfunction.